Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to pain and suffering, fracture, migration, two open procedures to remove fractured struts, as a direct and proximate result, the patient suffered. Life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain, and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With limited information available it is unknown if the pain experienced is due to the filter, the duration of the pain and the length of time of the experienced pain. The suffering experienced by the patient does not represent a device malfunction. Without images or procedural films for review, the reported filter fracture and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The briefing also mentions two open procedures to remove fractured struts. Without medical records available for review, a clinical conclusion is not able to be made regarding the severity of these procedures; i.e. Was there a retrieval difficulty or was the plan to have the procedure performed in two phases, were the struts removed separated from the device, etc. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to pain and suffering, fracture, migration, two open procedures to remove fractured struts, as a direct and proximate result, the patient suffered. Life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain, and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of chronic myelogenous leukemia, post bone marrow transplant, pain in right lower extremity and right lower extremity deep vein thrombosis. The patient was scheduled for hip surgery five days after the index procedure. The filter was deployed via the left internal jugular vein. A post placement venogram demonstrated that the filter was in an infrarenal position. There were no complications identified in the index procedure. Additional information received per the patient profile form (ppf) states that the patient had an unsuccessful percutaneous removal procedure. The form states that fractured filter struts are still in the patient's heart and canal wall. The patient became aware of the reported events and had the removal procedure approximately eleven years and four months after the index procedure. The patient continues to experience disability, emotional trauma, will have to undergo monthly or weekly blood tests and will have to take medications for life. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of chronic myelogenous leukemia, post bone marrow transplant, pain in right lower extremity and right lower extremity deep vein thrombosis. The filter was deployed via the left internal jugular vein. A post placement venogram demonstrated that the filter was in an infrarenal position. There were no complications identified in the index procedure. The patient was scheduled for hip surgery five days after the index filter procedure. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to pain and suffering, fracture, migration and two open procedures to remove fractured struts. Per the patient profile form (ppf), the patient had an unsuccessful percutaneous removal procedure. The form states that fractured filter struts are still in the patient's heart and canal wall. The patient became aware of the reported events and had the removal procedure approximately eleven years and four months after the index procedure. The patient continues to experience disability, emotional trauma, will have to undergo monthly or weekly blood tests and will have to take medications for life. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.